Event description:
This lead was attempted in implant on (B)(6) 2013 due to difficulty in placement. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).